Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-17710, 1627487-2021-17711, 1627487-2021-17712. It was reported the patient had high impedances. During a system revision on (B)(6) 2021, it was noted that one of the patient's leads were slightly pulled out of the header. As a result, the patient's ipg was explanted and replaced. Effective therapy was established post-operatively.